Event description:
It was reported that the cassette was not being recognized. Patient involvement was unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) and upstream occlusion (uso) seal. However, the customer's stated problem was not confirmed. The device was still able to detect the cassette. There was no known cause of the reported issue, and no further action was taken.